Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports the patient had excessive vaulting; elevated intraocular pressure and angle closer; it was later additionally noted the patient pressures were stable on medication and angles narrow. Lens remains implanted.

Manufacturer narrative:
Additional information: h6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. B5: "the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -10.50/1.0/104 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced an excessive vault; angle closure with elevated iop and medication was prescribed. On (B)(6) 2023, the lens was exchanged for the same model/shorter length lens and the problem was resolved. The status of the eye was reported as "initially some corneal odema and endothelial cell loss due to tricky exchange (constriction of pupil during procedure) will complete another complaint form but vision excellent." The reporter indicated the cause of the event was a patient related factor." Corrected data: g2: other: "united kingdom" should be corrected to "ireland". Claim#: (B)(4).